Manufacturer narrative:
Additional procode: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure to fix an elbow fracture on (B)(6) 2019, a 1.25mm guide wire was being used for a 3.5mm cannulated screw when it broke off inside of the patient; about 1/3 of the wire. Attempts were made to remove the broken wire under x-ray guidance, however it was decided that it would cause more damage to carry on with the removal attempts therefore, the wire remains in the patient. The wire was discarded in the sharps bin. Procedure outcome and patient status are unknown. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 2.5mm kirschner wire. This is report 1 of 1 for (B)(4).